Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose also rose to 500 mg/dl when they attempted to fill the tubing. Customer declined to troubleshoot for their high blood glucose. Troubleshooting found insulin was able to exit with a push plunger. It was also the insulin pump did not alarm no delivery with a manual prime. The customer was advised their insulin pump was working as designed. The customer declined to return the product for analysis.